Event description:
It was reported that the symptomatic and dependent patient presented with oversensing and loss of capture on both atrial and ventricular leads. Noise was being oversensed causing inhibition of pacing. The sensitivities were adjusted since the patient was symptomatic. There are no plans for intervention at this time.